Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication remained on mar hold and was not properly released, which prevented its removal even after the hold was lifted. A technical support specialist (tss) investigated and found that the order had been discontinued and was expired. The tss confirmed that no new related order messages were received from epic. The issue was resolved by the product support engineer (pse), who stated that all the orders showed the same release hold date being received, and they should have been delivered to the stations simultaneously to allow timely dispensing and medication administration. Each order instance included both the database entry and the date it was processed. The hold/release date matched the original order message. Dispense details, including transaction dates and station information, were also recorded. The tss clarified that the "redispense" process did not alter existing order data unless actual changes were made and confirmed that server logs reflected processing at the time the release was received. The system functioned as intended after the technical support specialist investigated the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ es server was hold unreleased medication. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server was hold unreleased medication. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.